Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the info available, however, it has been reported that the depuy device was implanted with a competitor mfg product. This use of the depuy device is not recommended. Based on the investigation, the need for corrective action is not indicated.

Event description:
Pt was revised to address dislocation.